Event description:
After 8 hours of use, consumer removed patches that had been applied to each upper arm near shoulder, and revealed skin that was red, burned , swollen and broken. Medical attention was sought, diagnosed as 2nd degree burns and treated with lipoderm patches. (B)(4).

Manufacturer narrative:
Since this is a disposable single-use device, the patch is unavailable for evaluation and analysis. The lot number was not provided from the reporter to conduct trend analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the patient experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactice measure by the manufacturer to enhance product safety and pharmacovigilance.